Event description:
The customer reported via phone call that they received a scroll wrap safety notification. The customer also reported they had two severe low blood glucose events from administering too much insulin from the scroll wrap feature. The customer stated on (B)(6) 2013 their blood glucose declined to 36 mg/dl. The customer treated their blood glucose with glucose tablets, juice and food. The customer was advised the insulin pump will be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.